Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a damaged needle cap and a broken internal tab protruding between the unit body housings on the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, there were no issues observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for damage to the needle cap and body housing with the incident lot was observed. Evaluation of the retain samples was also conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white foreign matter was found caught in connective areas of the bd microtainer® contact-activated lancet before use, and the cap was found damaged as well. As reported by the customer, translated from japanese to english, "white fm got caught in the connection of the carrier. Also the cap was damaged."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found caught in connective areas of the bd microtainer® contact-activated lancet before use, and the cap was found damaged as well. As reported by the customer, translated from (B)(6) to english, "white fm got caught in the connection of the carrier. Also the cap was damaged."